Event description:
It was reported the subject device experienced disconnection of the connecting section to the main body. The event occurred during set up prior to use. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lens contamination, and breakage at the connection point to the main unit based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure likely due to stress of repeated use, external factors, or handling. The root cause could not be identified for the lens contamination. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.